Event description:
Boston scientific reported that approximately 30 months after the implant the device was found in special device status per home monitoring. The ICD therapy was found disabled and no re initialization was possible. It was decided to exchange the device.

Manufacturer narrative:
Upon receipt, the device was interrogated, showing that the ICD was operating in the safety backup mode. The battery status of the device was bos. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the safety backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2017. Furthermore, the error holter confirmed the warning messages mentioned in the complaint description, which resulted from recurrent detections of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. During the analysis, several attempts to reinitialize the device using a technical programmer were performed. However, after every reinitialization the device switched back automatically in the safety backup mode.therefore the device was opened. During the analysis of the inner assembly the root cause could be narrowed down to a damaged integrated circuit of the electronic module. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Please note that the ICD therapy functions were available at all times while the device was implanted and in service.